Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the emergency room with palpitation. The right atrial lead was found to be dislodged, and exhibited loss of sensing and capture. The lead was extracted and replaced. The patient was in stable condition following the procedure.